Event description:
It was reported that an icm115v4 11.5mm implantable collamer lens was inserted and the lens tore during insertion. The incision was enlarged and sutured to remove the lens. The pt experienced corneal edema and uveitis.